Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info on 07/13/2012 and 08-06-2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A technician reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The lens was exchanged for the same model, different diopter lens. An unapproved viscoelastic was used during the surgical procedure. Add¿l info has been requested.